Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results, and a corrected report was issued. Also stated was that qc was performed, and are within the expected ranges. Siemens service was dispatched: preventive maintenance was conducted in accordance with the checklist, including visual inspection, cleaning, greasing and alignment checks. 100 ul syringe, fluorometer lamp and pressure disk were exchanged as part of pm. Y alignment conducted and auto alignment were carried out. After over one hour of the analyzer being switched on, the fluorometer lamp was calibrated. Carousel temperature checked - 37.0 degrees. Analyzer was calibrated for d-dimer method, the system check was conducted, and two levels of qc ran successfully. The customer stated they are operational. Siemens has asked several times for the message logs to be sent for further investigation but none have been received. The cause of this event is unknown.

Event description:
The customer reported a discrepant low d-dimer result on the stratus cs analyzer when compared to a non-siemens lab analyzer. The customer stated an ultrasound scan was delayed by one day. There is no report of injury due to this event.